Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 1627487-2019-08521, 1627487-2019-08522. Additional information received indicated that the patient's system "stopped working." In turn, the patient had their system explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08521, 1627487-2019-08522. It was reported the patient had their entire scs system explanted (date unknown) for an unknown reason.